Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, the balloon could not be expanded when the air was injected. When the device was removed from the patient, it was found that the balloon had burst. They stopped using the device on the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: did the issue occur pre-operative or intra-operative? ---intra-operative. Was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no. The instrument was returned for analysis intact with the spacer on the device. Based upon the visual and functional examination, it was concluded that the balloon tip had been pulled off of the shaft. Likely cause of this is pulling down on the device while still inserted and balloon still inflated in patient. Lot unknown.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the issue occur pre-operative or intra-operative? Was this the initial use of the device? How long has the surgeon been using this device? What other devices were used in conjunction with the device? Was the sales rep present during the event?